Event description:
Complainant alleged that during a routine shift check by a clinician the device intermittently displayed a "status code 56" error message. Complainant indicated that there was no pt involvement in the reported malfunction.